Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection set, the customer experienced blood leakage after safety shield was engaged. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. The customer photos show a device with blood leakage in the sample above the wing with the cannula retracted. Additionally, 30 retained samples were subjected to functional testing for sleeve function and retraction lockout testing and all retain samples passed as there was no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection set, the customer experienced blood leakage after safety shield was engaged. No patient or user impact reported.